Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred for transmitter (B)(4). Data was evaluated and the allegation was confirmed on transmitter (B)(4). The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found for transmitter (B)(4). The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Transmitter (B)(4) was returned and the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to no voltage. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.